Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient came to the clinic as they stated that for the past few weeks they has been hearing a single, transient, low volume beeping tone (duration less than a second) at xx:59 hours every hour which the patient believes is being emitted by their device. The patient noted that the sound has also been heard by a work colleague. Patient states the sound emitted from the device does not correlate with presentation of normal alerts or with any alert or device function. The patient also stated that they have also started noticing a transient "sensation" in their throat at the same time as when they hear the tone coming from their device. It lasts less than a second, behind their larynx, is not painful but just a "feeling". The patient noted that this has not occurred every time. The implantable cardioverter defibrillator (ICD) was thoroughly interrogated and the company technical services was consulted and no abnormality was detected. Possible external emi (electromagnetic interference) or magnetic field involvement was suspected. The ICD remains in use. No patient complications have been reported as a result of this event.